Event description:
The tip of the dilator within the introducer sheath was flattened and the md was unable the thread a wire thru the dilator. The sheath was removed, and another sheath used without issue. Manufacturer response for standard sheath introducer, cordis avanti 6 fr. 11cm (per site reporter). Clinical site reported directly to the manufacturer representative.